Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of 2 rapidloc meniscal fasteners, the silicone fastener retention tubes fell off of the inserter needle and into the pt's joint space. Although the surgeon was familiar with the rapidloc system, he had not used it in awhile and did not follow proper technique in deploying these fasteners; deployment needle too far into the tissue. The procedure was concluded successfully without further issue or harm to the pt. This is all the info made available; there are questions out to our affiliate for further info. Also see associated MDR 1221934-2011-00054.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.